Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified axillary artery was attempted with a proglide devices using the pre-close technique via a 14f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture of the first proglide device were successfully pre-placed. After suture deployment of the second proglide device, the foot did not retract when pulling the lever . The physician "cracked" open the device and was able to use the mechanism inside of the device to get the foot to retract. The device was able to be removed successfully and there was no vessel damage. The sutures of one new proglide device was successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the sutures of the two successfully pre-placed proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported the device was used in a axillary artery. It should be noted the perclose proglide electronic instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It was also reported that the physician disassembled the device in order to get the foot to retract. It should be noted the perclose proglide electronic IFU states: relax the device and then return the foot to its original closed position by pushing the lever down to the body of the device. Do not attempt to remove the device without closing the lever. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.